Event description:
It was reported that the device was explanted after an implant duration of approximately 0.03 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted because there was obstruction of aortic outflow tract from the anterior leaflet.

Event description:
It was reported that the 6800 system would not fluor and shut down during a case. The 6800 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
Obstruction of aortic outflow tract from the anterior leaflet.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Info received indicates the bed moved up unintentionally.

Manufacturer narrative:
Evaluation summary: cuts are detected in the sewing fabric. No other inconsistencies detected or in the x-ray. (Model-ring) the device has been returned and was evaluated on 03/02/2010.